Manufacturer narrative:
Initial 5 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced five infusion sets fell off events during use on (B)(6) 2026. The infusion sets were used for one to two days. Patient replaced infusion sets and resumed insulin deliveries successfully.